Event description:
The tubehead of the intraoral x-ray unit disconnected from the scissor arm and the hygienist caught the tubehead from falling.

Manufacturer narrative:
There was no user or patient injury with this event. The tubehead of the x-ray unit was originally supplied pre-assembled to the offset fork assembly. At the top of the offset fork assembly is a commutator shaft which contains commutator contacts, a ball bearing base and a collar that holds the bearing base in place. During installation of the unit on-site, the tubehead assembly was assembled to the suspension (scissor) arm by inserting the commutator shaft of the offset fork into the commutator housing at the end of the distal arm of the suspension. Two mounting pin screws on the arm are tightened to secure the commutator shaft at the bearing base. The visual inspection revealed that the mounting pin screws and bearing base became worn from long term use of this x-ray unit. This caused the tubehead and offset fork assembly to fall pulling the commutator shaft from the commutator housing of the arm which damaged the commutator contacts. Because this x-ray was subjected to long term use, parts for repair of this unit are no longer available and, thus, the unit is no longer in use.